Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to pain at implant site. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.